Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: b5,d8, e2, e3, g2, h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The main monitor and provation system were connected through inogeni converter but the cable was detached because of an improper connection. As a result, no image was displayed due to unstable connection or the cable being detached. The instructions for use (IFU) states: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use, prior to an unknown diagnostic procedure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, based on an initial evaluation performed by tac with the customer; the customer verified that they were using sdi input on the main monitor. The customer followed the monitor input back to the provation imogeni converter and found that the video output cable for sdi from the video processor was disconnected on the imogeni converter. After connecting the video processor sdi cable to the imogeni converter from the video processor sdi output, the customer was able to get an image. If new information becomes available and when the device is returned for evaluation, this report will be updated accordingly.

Event description:
It was reported by the customer that they did not have an image on the provation computer monitor with the use of the video processor. No adverse event was reported.